Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced presyncope, headache, back pain, and nausea. The cgm was reading 116 mg/dl and the blood glucose reading was 500 mg/dl. The patient self-treated with 1 tablet of zofran 8mg and drank a lot of water to stay hydrated. After a few minutes, she went to the emergency department and was admitted for observation. The was given tylenol and insulin and was released the following day when the blood sugar went to normal. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.